Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the filter due to embedment. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damage's, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that underwent placement of the ivc filter due to having a pulmonary embolism (pe), hemoptysis, difficult deglutition, and a planned surgery for ostomy reversal. The patient also has a history of deep vein thrombosis and gi bleed. During implantation of the ivc via right common femoral vein, the filter was deployed at the level just below the renal veins. A post ivc filter placement venogram was performed and showed normal ivc position between the bifurcation at the renal veins, the orientation of the ivc filter was correct and was not tilted. There was no dissection, bleeding, or thrombus. The patient tolerated the procedure well. Approximately on or about one month and fifteen days post implantation of the ivc filter, the filter was attempted to be removed. However, the filter was left in place due to patient having moderate pain during the removal attempt and the installation of the filter into the ivc wall. Additionally, an ivc venogram showed the filter was against the wall and with a clot. Approximately, seven days later a second attempted to remove the ivc filter was made via the right common femoral vein. However, when attempting to remove the filter using a snare, the hook could not be engaged because of the hook part of the filter had been endothelialized. No thrombus was noted on the ivc filter. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about one month and fifteen days post implantation of the ivc filter. The patient reports an attempted but unsuccessful percutaneous removal procedure of the ivc filter due to its embedment in the wall of ivc and blood clotting. The patient also reports to suffer from ivc occlusion, pain, device unable to be retrieved, emotional distress, mental anguish, anxiety, and stress. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. The patient underwent two unsuccessful percutaneous attempts to remove the filter. The information indicated that there were blood clots in the filter, occlusion of the inferior vena cava (ivc) and the patient is reported to have experienced pain, emotional distress, mental anguish, anxiety, and stress. The patient became aware of the alleged events approximately on or about one month and fifteen days post implantation of the ivc filter. The indication for the filter implant was recent pulmonary embolism (pe) with hemoptysis, difficult deglutition, and a planned surgery for ostomy reversal. The patient also has a history of deep vein thrombosis and gastro-intestinal (gi) bleed. The filter was placed via the right common femoral vein and just below the level of the renal veins. A post ivc filter placement venogram was performed and showed normal ivc position between the bifurcation at the renal veins, the orientation of the ivc filter was correct and was not tilted. There was no dissection, bleeding, or thrombus. The patient tolerated the procedure well. Approximately one month and fifteen days post implantation of the ivc filter, a percutaneous attempt was made to remove the filter. An ensnare device was used to retrieve the filter, however the patient was having moderate pain and it was felt that the device was in the wall of the ivc, therefore it was decided to leave the filter in place. An ivc venogram showed the filter was against the wall and with a clot. Approximately, seven days later a second attempt to remove the ivc filter was made via the right common femoral vein. However, when attempting to remove the filter using a snare, the hook could not be engaged because the hook part of the filter had been endothelialized. No thrombus was noted on the ivc filter during this procedure. The patient is reported to have tolerated the procedure well. The procedural notes indicated that the ivc filter will remain in place and will prevent pe in a patient that cannot take anticoagulation at this time due to a gi bleed. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. There are, however, clinical factors that may have influenced these events and include patient, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.